Manufacturer narrative:
(B)(4). The device and lead remain in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the connect between this implantable cardioverter defibrillator (ICD) and the rate/sense terminal pin of the implantable defibrillation lead was loose. An invasive procedure was performed and the df-1 setscrew was tightened. No additional adverse patient effects were reported.